Event description:
On march 04, 2022, fujifilm healthcare americas corporation received a complaint regarding the arietta 850 ultrasound system. The site reported that when they connect the olympus bf-uc190f ultrasound scope, the screen goes blank when not in freeze mode. They can see the probe but then it goes to a black screen with no image. There was no impact or injury to the patient reported and no additional information was provided. There is no death or serious injury associated with this event. This issue was initially identified as a non-reportable event. During a retrospective review, it was determined that this complaint should be reported in an abundance of caution.